Event description:
It was reported that, "the femur was loose. Revised to ts with stem."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.